Event description:
A (B)(6) pt underwent nanoknife ire treatment for lung cancer on (B)(6) 2010. During the treatment, an event was reported, pt developed atelectasis. A bifurcated et tube was utilized for the procedure to allow for selective ventilation. The left branch of et tube advanced to the point of partially obstructing upper lobe bronchus. Left sided atelectasis developed.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents, it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the atelectasis was likely a result of the et tube advancing to the point of partially obstructing upper lobe bronchus, as was described by the treating clinician. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).